Event description:
The patient underwent full revision surgery. The suspect device has not been received by the manufacturer to date. No additional relevant information has been received to date.

Event description:
Lead product analysis was completed. The reported ¿lead fracture¿ allegation was verified in the pa lab. The lead was returned in eleven portions. Abraded openings were noted in the outer and inner silicone tubing, with the dried remnants of what appeared to have once been body fluids in the inner and outer tubing. A lead break was identified in the positive and negative lead coils. Pitting and electro-etching was observed at the coil break location on the positive coil. Due to conductor dissolution, the fracture mechanism could not be determined within the pa lab; however, scanning electron microscopy (sem) identified wear on the coil strands near the fracture location. Setscrew marks on the connector pin indicate that at one time, good mechanical and electrical connection existed between the generator and lead. The closest electrode to the bifurcation appeared tangled, likely due to explant conditions. Note that since a portion of the lead was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional relevant information has been received to date.

Event description:
The suspect device was received by the manufacturer and is pending completion of product analysis. No additional relevant information has been received to date.

Event description:
Product analysis (pa) was completed on the returned generator. Comprehensive electrical testing showed that the generator performed according to all functional specifications. There were no performance, or any other type of adverse conditions found with the pulse generator. Most recent 25% change in impedance history was reviewed, high impedance was seen in both the pre- and post-change impedance locations. Pa is still pending for the suspect device. No additional relevant information has been received to date.

Event description:
It was reported that the patient's vns showed high impedance. No known surgical intervention has occurred to date. No additional relevant information has been received to date.